Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic records were downloaded and reviewed, and it was verified that three unexpected loss of power occurred. The battery pins were replaced during the service, and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off three times while monitoring a patient. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off three times while monitoring a patient. This issue is patient related; however there was no adverse patient outcome reported.